Event description:
It was reported that the patient was not getting an adequate pain relief on lower right leg. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. No device malfunction was suspected. The patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.